Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl. The cause of the low bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.